Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an ilet pump user experienced hyperglycemia with a highest recorded blood glucose of 294 mg/dl for approximately four hours despite following instructions, and the device did not provide a high or low alert during the event. Symptoms included none reported. Outcomes included self-correction using a correction factor without need for outside assistance or medical intervention. Investigation included review of available device data and user-provided information. Investigation of this case revealed no device alarms and no user incapacitation, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.